Event description:
The implantable neurostimulator turned off by itself on two occasions during the night. There was no known incident or accident related to the complaint. The hcp had taken an x-ray of the stimulator and extension area and everything appeared to be alright. The pt was at home at the time of the report; his status was reported to be 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect. He felt stimulation in his legs, but not in his back. The implantable neurostimulator would turn off by itself at night. The hcp had determined that electrodes 3 and 8 were not working (type of malfunction not specified). There was no known incident or accident related to the complaint.

Event description:
The patient had their neurostimulator and leads replaced.

Manufacturer narrative:
Product ID: 3998, lot# l95535, implanted: (B)(6) 2001, explanted: (B)(6) 2008, product type: lead; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension; product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID: 37752, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported the ¿wires¿ were replaced because they broke. It was unknown what caused the lead break, but the lead was fractured ¿at the near the terminal.¿ interventions included a total replacement of the lead, extension, and of the ipg on (B)(6) 2008. It was noted all parts of the lead were explanted (lead and extension). The patient recovered without permanent impairment.